Manufacturer narrative:
(B)(4).

Event description:
A patient was receiving therapeutic plasma exchange (tpe) using a prismaflex tpe 2000 set and a prismaflex control unit for the second time. Shortly after treatment start, when the infusion of albumin was started, the patient presented with erythema of the trunk and the face, bilateral back pains and severe chest pains. No additional information is available.